Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6)2024, it was reported by a sales representative via (B)(4) that an ar-9620-30d drill had bone stuck in it and was unable to be used. And an ar-9618-24, and ar-9618-24 reamer are dull. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is wear and tear incurred over repeated use.